Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead was explanted due to insulation abrasion. The patient had presented with symptoms of minor extracardial stimulation on her left side. The lead was checked and observed decreased r waves and low impedance. Visual examination showed dents or crushing of the insulation just above the svc coil. Patient condition was good post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that patient felt a painful shock sensation in the pectoral area and significant increased capture thresholds were also observed.